Manufacturer narrative:
The customer contacted the ortho tsc to report a higher than expected tsh result obtained from a single patient sample processed using vitros tsh lot 6395 in combination with a vitros eci immunodiagnostic system. The vitros tsh result was higher than expected when compared to a tsh result obtained using an unknown method. A definitive assignable cause could not be determined. Based on the acceptable historical tsh quality control performance, a vitros tsh reagent issue is not a likely contributing factor to this event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh lot 6395. An instrument related event has been ruled out as a contributing factor as vitros within run precision testing was within the acceptable guidelines. No information was provided upon request regarding the patient diagnosis and any medications the patient had taken. Therefore, an unknown interferent in the patient sample could not be confirmed or ruled out as a contributor to the event. Email address for contact office is (B)(4).

Event description:
The customer obtained a higher than expected vitros thyroid stimulating hormone (tsh) result from a patient sample processed using vitros tsh lot 6395 in combination with a vitros eci immunodiagnostic system. The vitros tsh result was higher than expected when compared to a tsh result obtained using an unknown method. Vitros tsh = 22.8 miu/l versus expected 6 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tsh result was reported from the laboratory. The physician questioned the result and repeating testing was performed on a new sample from the patient. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).